Event description:
It was reported that this pacemaker inappropriately stored a signal artifact monitor (sam) episode and disabled the minute ventilation (mv) sensor. Technical services (ts) reviewed the data, and it was suspected that the sam episode was stored due to electromagnetic interference (emi) oversensing during a procedure. The health care professional (hcp) programmed mv back on, and the patient had felt some discomfort and symptoms of presyncope, however, it was not conclusive whether it was device related. Ts discussed programming options. No additional adverse patient effects were reported. This pacemaker remains in service.